Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a system failure error. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received and attached on 25 august 2022 to the complaint: no patient incident was reported. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the plunger seal was broken, but the bottom seal was intact, the battery door was cracked, and the bottom case was cracked by the l-bracket. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation in that annual preventive maintenance was confirmed to be due, otherwise the device functioned as intended. Root cause of the reported event is from annual maintenance being due on the device. Performed annual preventive maintenance and reset the preventive maintenance date, performed power up process and all functional tests which passed. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: h5: correction: labeled for single use: no.